Event description:
It was reported that a patient was seen about a week after generator replacement surgery and high impedance was seen. It was stated that there was high impedance in the or but the pin was readjusted and diagnostics were normal. During the appointment, the patient was observed to be twiddling the generator which he said he has done with previous devices. The patient was instructed not to twiddle the device since it could cause damage to the device. The neurologist order x-rays. The patient¿s device is still programmed on; however, the patient noted he couldn¿t feel stimulation. The patient's generator was left programmed on at that time. It was noted that a break was visually noted during replacement surgery of the lead on (B)(6) 2017. The explant lead has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Additional information regarding product return was provided that the explanting facility no longer has the devices, therefore they are not available for return. No additional or relevant information has been received to date.